Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump got wet. Customer's blood glucose level was 530 mg/dl. Customer drank water to address the elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.